Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the ER (emergency room) and stated that they felt an electric shock in the left chest. An interrogation of the device as done and the information received on the remote transmission was reviewed by qualified personnel. It was determined that no arrhythmias were treated. It was noted that a couple months prior the right atrial (ra) lead appeared to be oversensing. The far field r-wave (ffrw) oversensing by the lead appeared to result in inappropriate at/af (atrial tachycardia/ atrial fibrillation) detection. The ra lead remains in use. No patient complications have been reported as a result of this event.